Event description:
A customer reported the system displays a system message and the laser was not available during a procedure. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).